Event description:
The consumer stated that her tampon contained a substance which appeared to be blood. She indicated that she opened a sealed wrapper and her tampon did not contain a pledget. She also stated that a brownish substance appeared on the applicator petals.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. The consumer returned the product and a visual examination was performed on (B)(6) 2014. The visual examination noted that the pledget was missing from the applicator, and the applicator contained stains, typical of use. On (B)(6) 2014, a hematologic exam confirmed the presence of human blood.